Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As per strykeractive (B)(6) complaint: patient stated, "just had my recalled implant replaced. Came home yesterday. I was surprised how swollen my leg is. Not hardly any pain just soreness at the surgery site. Used permabond instead of stitches or staples. Works great."